Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ems was called due to over delivery of insulin on (B)(6) 2017 with a blood glucose was 148 mg/dl . Customer stated that she did not lock the reservoir into the insulin pump and it might have over delivered a bolus. Customer was wearing the insulin pump at the time the ems was called. During the review of insulin pump history, customer was advised that the insulin pump did not deliver an unwanted bolus and the blood glucose reading was stable at 142 mg/dl at the time of call. Customer declined low blood glucose troubleshooting . Customer also mentioned issue with inaccurate sensor glucose versus blood glucose readings, troubleshooting was performed and completed. Customer was advised of aftercare email . Insulin pump and sensor are not expected to return for analysis.